Manufacturer narrative:
A 32-year-old female patient was positioned head-first supine for a cervical, thoracic, lumbar, and brachial plexus MRI examination using the anterior body coil. During the examination, blistering and reddening indicative of a possible rf burn was observed on the patient's right arm, specifically at the elbow region. The patient underwent the examination without contrast, wearing a hospital-supplied gown made of dry natural fibers. Philips positioning pads and a pad holder were used during the scan. The patient was described as paraplegic, febrile, sedated, obese, and hypertensive. Under anesthesia, she was non-responsive and unable to call the nurse during the exam. The injury involved a heating sensation, skin reddening, and blistering from the shoulder to the wrist of the right arm. The blister was irregularly shaped, raised, oblong, and located on the outer lateral aspect of the right elbow. Surrounding tissue showed erythema. The blister appeared larger than 3 cm and met the criteria for a serious injury (si). Ice, IV medication, and oral (po) pain relief were administered. Based on the clinical assessment output, the reported event meets criteria for serious injury. After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. It was stated that padding and the pad holder was used and that the cable was several inches away from the affected area. Even if the potential of a direct skin-bore contact is indicated to be low (the padding was used to prevent skin-bore wall contact), the observed rf burn / blister can be explained by the close proximity or contact with the bore wall (obese patients touching or in close proximity to body coil), in combination with first level controlled mode. Based on the patient condition (obese, paraplegic, sedated, hypertensive, patient with fever) and the position of the blister, it was concluded, that the skin of the patient¿s arm/ elbow was most likely, in close proximity or in contact with the bore wall. Contributing factors to this incident are as follows: the patient had fever, was sedated or anesthetized, obese, hypertensive and paraplegic. The thermoregulation of those patients is known to be impaired. The risk of rf energy-related injuries is higher in patients with impaired thermoregulation. The patient underwent a cervical, thoracic, lumbar, and brachial plexus MRI examination using the anterior body coil. Lumbar spine exam lasted 58 minutes and 4 seconds, had 22 scans on high sar (>2 w/kg) at 2.06 - 2.99 w/kg with total time on high sar 50 min 40 seconds and total whole body specific energy dose: 9.04 kj/kg. Thoracic exam lasted 27 minutes and 25 seconds, had 8 scans on high sar (>2 w/kg) at 3.07 - 3.21 w/kg with total time on high sar 25 min 55 seconds and total whole body specific energy dose: 4.98 kj/kg. The total administered specific energy dose of 14.02 kj/kg (during the all scans performed on this patient) exceeded the recommended limit of 2.0 kj/kg for patients with impaired thermoregulation. Several scans with high sar values (>2 w/kg, at 2.06 - 2.99 w/kg and at 3.07 - 3.21 w/kg) were executed, in total 30 scan with high sar during 1h 25 min of total scan time and 1 hour and 16 min on high sar. High sar scans are a bigger challenge for the cool down mechanism than low sar scans. The patient was covered with a blanket which hinders the cool down mechanism.

Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that a patient underwent cervical, thoracic, lumbar, and brachial plexus MRI without contrast in the head-first supine position. The patient was described as paraplegic, feverish, sedated, obese, and hypertensive. The procedure was performed under anesthesia, and the patient did not call for the nurse. The reported injury was blistering of an oblong shape located on the outer lateral aspect of the patient¿s right elbow. The blister was raised and irregularly shaped, with erythema present on the surrounding tissue. The blister developed less than one hour after the exam. The patient was treated with ice, IV medication, and oral medication for pain. The injury appears to meet the criteria for a serious injury and is estimated to be larger than 3 cm.